Event description:
Litigation alleges that the patient suffered pain, lack of motor control, potentially abnormal levels of metallic substances in his bloodstream and other symptoms and problems. Update - medical records received (B)(4) 2013. Revision operative report indicates the following: massive pseudotumor; loose acetabular implant; pain; excessive scarring; copious amount of fluid that was brownish in nature and thick; bone erosion; corrosion; very woody tissue present throughout the hip; no bony ingrowth on cup, only modest fibrous ingrowth. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.